Manufacturer narrative:
No products were returned for failure analysis investigation. Intraoperative event logs for the duration of the procedure show the system functioned normally and there were no indications relating to this event. Review of the system logs for the five subsequent procedures showed the system functioned normally, no intraoperative events or issues found. Log review of the two stapler instruments used during the procedure found all reloads were successfully fired. There were no relevant stapler related errors in the logs. The concomitant products used included: 30 degree endoscope plus, tip-up fenestrated grasper, cadiere forceps, two maryland bipolar forceps, sureform 60 stapler, sureform 45 curved-tip stapler. Site history review showed no complaints for these instruments. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent an uneventful pulmonary lobectomy and was nearing discharge when he developed a pneumothorax on the contralateral and non-operative side from the surgery and died. The exact cause of the pneumothorax is unknown although it is noted the patient had copd. The patient coded soon after and resuscitative efforts were unsuccessful. No allegation is made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after an uneventful da vinci-assisted left pulmonary lobectomy, the patient expired on post-operative day eight after suffering a cardiac arrest event. The patient had remained hospitalized due to a prolonged post-operative air leak and an intra-thoracic shift to the left due to a small residual of the left lower lobe from the lobectomy. The patient had been on track for discharge within the next day as the air leak had resolved and was on minimal oxygen support. Resuscitation efforts for the cardiac arrest were not successful. A chest x-ray taken during the code revealed a contra-lateral right-sided pneumothorax that the surgeon attributed to pre-existing significant chronic obstructive pulmonary disease (copd) or barotrauma. The cause of death was stated as cardiac arrest, complication of lobectomy. The surgeon reported that there were no da vinci products that caused or contributed to this event; the specific cause is unknown.